Event description:
Customer called with a concern about a prostaprobe that experienced a broken foley balloon during a "tumt" procedure. The probe was inserted into the pt's urethra when it was noticed that the foley balloon had broken. Physician opened and externally tested 3 other probes. He claims that they also experienced the same problem. Pt was not injured and the treatment was rescheduled for the following week.